Event description:
The patients native atrial septal defect (asd) was measured on transesophageal echo (tee) as 15-16mm, sizing measured the asd as 18-22mm, and on tee balloon size measured 12mm. A 16mm amplatzer septal occluder (aso) was successfully implanted and position was confirmed on echo. However, three hours later the aso embolized to the left atrium. The aso was percutaneously removed and a 20mm aso was successfully implanted.

Manufacturer narrative:
The 16mm aso was received at sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 7f loader, deployed, and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation confirmed the amplatzer septal occluder met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.